Event description:
It was reported that the patient experienced nighttime low glucose alerts on the ilet while glucose did not drop below 70 mg/dl, with trend-down following dinner and a pattern of overtreating perceived lows using oral carbohydrates: the ilet subsequently stabilized glucose. Customer care provided support that included troubleshooting with reinforcement to avoid overtreatment and to engage the trainer or clinical support. Investigation of this case revealed that the device delivered appropriate corrections and that user overtreatment likely contributed to downward trends and alerts without confirmed hypoglycemia. No clinical symptoms associated with hypoglycemia reported. Outcomes included no injury, and no medical intervention. It was concluded, based on previously established findings for similar reports, that user management of suspected lows was the probable cause.